Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c124ej, serial/lot #: (B)(4), ubd: 30-sep-2021, UDI#: (B)(4); product ID: etlw1613c124ej, serial/lot #: (B)(4), ubd: 30-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted during an endovascular procedure for the treatment of a 44mm abdominal aortic aneurysm. It was reported the patient returned for a follow-up on an unknown date and it was noted the patients aneurysm had expanded during each follow-up. The physician decided to do an open conversion and it was noted there was a type iiib and type ii present.  As per the physicians comment the type iiib endoleak occured in 5 years and it is thought to be a problem with the durability.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Additional information received 16th of mar 22; it was reported there was a type iiib endoleak in both endurant limbs medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; an endurant ii bifurcate stent graft was returned transected proximal to stent ring 5. Another stent ring was returned transected from the bifurcate. It cannot be determined which of the bifurcate stent rings this is. One hole and one suture break were seen to the transected bifurcate stent ring. Two endurant ii limbs were also returned. Multiple abrasion holes and suture breaks were observed to limb 1. Two abrasion holes and one suture break were present to limb 2. It is possible that the reported type iiib endoleak may have originated from any number of the holes found to the stent graft system during analysis. The endoleak type iii was confirmed through analysis of the stent graft system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.